Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that thrombosis occurred. During a left atrial appendage (laa) closure procedure was being performed, a versacross connect laac with a watchman fxd curve access system (was) was selected to be used. During the procedure, the transeptal puncture was achieved with versacross connect. The dilator was removed, the non-boston scientific pigtail catheter was advanced, and a mobile thrombus was noted on the distal end of the pigtail catheter, near the mitral valve. Additional heparin was administrated to the patient. The closure device was deployed, and the procedure was finished successfully. The patient was assessed mentally post procedure and was fine. The patient is fully recovered. The device is not expected to be returned for analysis.